Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when the ventilator was powered off, the ventilator gets blocked due to 35 volts power failure. It was reported that the ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Date of manufacturer: 06/02/2018. Date of report: 09/20/2018. (B)(4). The device was evaluated by the field service engineer (fse). The power management (pm) printed circuit board (pcb) was replaced to address the issue. The ventilator passed all tests and operated with in the manufacturing specification. The ventilator was returned to service. The pm pcb was received for evaluation. Visual inspection of the pm pcb revealed no evidence of damage or contamination. The pm pcb was then installed to a failure investigation (fi) test ventilator. The test ventilator was tested and the reported condition was verified. The test ventilator generated an error relevant to the reported condition. The product does not meet specifications. The root cause was isolated to r31. The r31 solder crack open not making contact with the trace on the pm pcb.